Manufacturer narrative:
A non-sterile enterprise device was received inside of a plastic bag. The stent was found deployed. The introducer tube and the delivery wire were inspected and no damages were noted on them. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed because the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10485318. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failure reported by the customer that the stent prematurely deployed in the microcatheter hub was confirmed since the stent was received deployed. The failure reported by the customer as that the stent¿s radiopacity was inadequate could not be evaluated due the conditions of the received device (stent deployed). The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time.

Manufacturer narrative:
It was stated in the previous report that the device was still expected for return. At the time the product had been returned to the decontamination facility and the date was noted. As the device was returned the investigation can be conducted and the results will be reported within 30 days.

Manufacturer narrative:
Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device is still expected for return. When the device is returned, an evaluation will be conducted and a report sent within 30 days. No conclusions are made at this time.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during stent-assisted coil embolization, the enterprise stent (enc452212/10485318) could not be seen under fluoroscopy while advancing through the prowler select plus microcatheter (606s255x/lot unknown.) Withdrew the stent system, and the stent was found in the y connector (details unknown) valve lumen. A new stent (details unknown) was used to complete the procedure. There was no report of patient injury. At the time of initial contact the device was available for return. There was no significant delay to the procedure as a result of the issue. The user was able to see the delivery wire. There was no damage to the device when it was removed. Nothing unusual was noted about the system prior to use. An adequate continuous flush was maintained through the catheter. There was no difficulty during introduction of the catheter over the guidewire prior to the attempted use of the device. There were no kinks noted on the catheter before or after the difficulty. The vessel was not excessively tortuous or with acute bends.